Event description:
It was reported that allegedly a pta balloon ruptured at 10 atms during the first inflation. The device was being used for a graft thrombectomy. The device was removed from the pt without incident. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The complaint sample has been returned for evaluation. The catheter shaft had a kink approximately 22.2cm from the distal tip of the balloon. There was also a kink on the inner catheter underneath the balloon, approximately 6.3cm from the distal tip. A shaft break was located at the transition of the proximal balloon glue joint and the catheter shaft. The break was more than halfway circumferentially. The shaft break was examined under the microscope and no stretch marks were visible on the ID of the shaft. Due to the shaft break, the balloon could not be inflated to check for ruptures; however, the balloon was examined under the microscope and no ruptures were visible. The evaluation results confirm the complaint for a shaft break. Definitive root cause is unk. It was reported that this device was used for a graft thrombectomy. This application represents an off label use for this device. The info for use (IFU) for this device states: caution: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.